Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a field service engineer (fse) found no issues upon arrival, as the customer had already resolved the problem. Fse confirmed that there were no issues with the device, and no further investigation was required. The rear panel was removed, and a medication that had fallen behind the drawer was identified. The system functioned as intended after the field service engineer investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es failed drawer. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.